Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was on disconnected mode and user unable to put new order on the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on disconnected mode and remote support service was offline. A technical support specialist logged into the station and found that the windows time service was stopped and set to manual, applied knowledge article (ka) - device time is incorrect, confirmed the stations ntp configuration per knowledge article (ka) - how to adjust station ntp server settings, and verified that the station time was successfully synchronized with the application server. The system functioned as intended after the technical support specialist troubleshot the device.